Manufacturer narrative:
(B)(4). Device investigation pending. This is report 1 of 2 for the same device for two separate patient use events.

Event description:
The user is questioning the "analysis interrupted" notification given by the device. The patient was not resuscitated.